Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer had a third party repair the system. The system was found to be working and put back into service.

Event description:
The customer reported the system did not boot up, the system was down and not functional. There is no report of death or serious injury associated with this complaint.